Event description:
It was reported that the patient experienced pneumothorax. The lead had perforated the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis was normal.